Event description:
It was reported that a patient's device was prematurely depleting as the battery was a already at "25%" and a battery life calculation performed estimated approximately 6.3 years expected until near end of service. Impedance was within normal limits throughout programming history, and no anomalies were seen to suggest malfunction. A review of the device history records for the generator was performed, and identified that the device was laser-routed. Programming history data from (B)(6) 2015 to (B)(6) 2017 was reviewed. Based on the available data, the battery depletion appears to be within normal limits. No impedance issues were noted, and no other anomalies were seen to suggest malfunction. However, no additional programming data has been received to date. No additional relevant information has been received to date.

Event description:
Recent programming data was received and decoded. Review of the available data found that the battery depletion appeared to not be within normal limits, indicating that the device appeared to have prematurely depleted. An implant card was later received for the patient's battery replacement surgery. The explanted device was not received to date. No additional relevant information has been received to date.

Event description:
Product analysis was completed for the explanted device. Visual examination of the device showed tool marks and discoloration markings typical of the implant/explant process. In addition, residue was observed on the pulse generator feed-thru assembly, which is known to be related to the manufacturing process of the component. The septum was not cored, and no other surface abnormalities were noted on the device. Diagnostics were performed and found that the device was functioning as intended with no anomalies. The generator performed according to functional specifications. A disparity between the battery voltage and battery consumption value indicated that the device had prematurely depleted. Due to this, this generator appeared to exhibit the same failure mechanisms as other laser-routed generators - contaminants on the edge of the printed circuit board assembly (pcba). No further relevant information has been received to date.